Event description:
It was reported that the pta balloon fibers unraveled after the first inflation (atm unknown) in an in-stent stenosis in the iliac artery. The balloon inflated asymmetrically towards the distal end of the balloon. The balloon catheter was removed and the balloon fibers were noted to be unraveled. There was no reported retraction difficulty through the sheath. Another balloon was used to continue the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was reported and the device was returned for evaluation. A device history record is under review and the evaluation is currently under way.